Event description:
A report was received that the patient underwent a pocket revision procedure due to difficulty charging. The physician moved the pocket to a new location, as the pocket was too deep. The patient is reportedly doing well following the procedure.